Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer had sensor issues. Customer's blood glucose was 484 mg/dl with ketones. Customer's blood glucose went down to 200 mg/dl after infusion set change. Customer will not be returning the device for analysis.